Manufacturer narrative:
Event date is unknown. Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device or radio frequency controller were not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
It was reported by the patient that she underwent an endometrial ablation in 2013 for excessive bleeding. The ablation procedure had no complications. 3-4 months after the procedure, the patient began bleeding heavily again. This was accompanied by abdominal bloating and extreme uterine cramping and pain which lasted for 2.5 years post procedure. The patient was given "strong painkillers and menopause injections" in attempt to stop the pain. The patient reportedly stopped taking these medications as they did not help her. No additional details available.